Manufacturer narrative:
Results of investigation: it was reported that the sureshot targeter did not work while being tested before use. No delay reported. No patient injuries reported. The associated sureshot targeter, intended for use in treatment, was returned and evaluated. Visual inspection of the returned product found blemishes on the silicon overmolding of the targeter. A review of the manufacturing records for the listed serial number did not reveal any deviation from the standard manufacturing processes. There is no information that would suggest the device failed to meet specifications. A functional evaluation was performed by connecting the sureshot targeter to the sureshot interface unit. An error message was displayed and the stated failure was confirmed. A relationship, if any, between the device and the reported incident is corroborated. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. The targeter is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Damage from repeated use can occur and some causes for the malfunction would include a broken cable, damaged connector, broken srom connection, and/or silicone overmolding failure. Our investigation found that the subject device has been previously evaluated for similar events and an upgrade to the targeter has taken place. A second generation targeter has been released and is available (please reference device 71692851) for use. The sureshot device user manual is available, identifying pre-operative requirements for use and troubleshooting suggestions if needed. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that the sureshot targeter did not work while being tested before being used. No delay reported. No patient injuries reported. A s&n backup was available. After investigation, it was confirmed that an error message reads, "sureshot targeter invalid or broken tool - please exchange." When connecting the targeter to the sureshot interface.